Event description:
It was reported that an fsl3+ sensor fell off and, after the user initiated a new sensor scan with the ilet, the pump displayed a ¿stop sensor¿ message and did not show a warmup or blood glucose readings until the sensor was rescanned per guidance, after which the ilet indicated that readings would appear. Symptoms included no blood glucose data displayed. Outcomes included successful restoration of sensor pairing and data flow following user education and rescanning. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed that the issue was a pairing failure that resolved with a repeat scan and did not involve alerts or alarms on the device. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error.